Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemic event [hypoglycaemia], abnormal issues with the insulin pen [device issue], the patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose. [Device connection issue], insulin pen had led to inaccurate injection dosages [incorrect dose administered by device], might have been related to product quality [poor quality device used], experienced discomfort after injecting insulin [injection site discomfort], overdose of insulin [overdose], cause analysis: product related (including labeling) [product label issue]. Case description: this serious regulatory authority spontaneous case from china was reported via nmpa (national medical products administration), chn was reported by a health care professional nos as "hypoglycemic event(hypoglycemia)" beginning on (B)(6) 2025 , "abnormal issues with the insulin pen(device issue)" with an unspecified onset date , "the patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose.(device connection loose)" with an unspecified onset date , "insulin pen had led to inaccurate injection dosages(incorrect dose administered by device)" with an unspecified onset date , "might have been related to product quality(poor quality device used)" with an unspecified onset date , "experienced discomfort after injecting insulin(injection site discomfort)" with an unspecified onset date , "overdose of insulin(drug overdose)" with an unspecified onset date , "cause analysis: product related (including labeling)(product label issue)" with an unspecified onset date and concerned a 78 years old female patient who was treated with novopen 6 (insulin delivery device) from (B)(6) 2025 for "diabetes", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 6: (B)(6) 2025 to not reported. Current condition: diabetes mellitus. Concomitant medications included - ryzodeg (insulin aspart, insulin degludec), semaglutide, empagliflozin. Since an unknown date the patient described experiencing symptoms of palpitations and excessive sweating after injecting insulin on time. The symptoms alleviated after eating, and the patient then went to the community health service center to explain the situation. Based on the doctor's diagnosis, it was considered that the patient had experienced a hypoglycemic event. The patient stated that she injected insulin according to the usual dosage and that there were no special circumstances regarding diet. After comprehensive consideration, it was concluded that the incident might have been caused by an overdose of insulin. Combined with the previous abnormal issues with the insulin pen, it was hypothesized that the abnormality of the insulin pen had led to inaccurate injection dosages. Cause analysis was reported to be product related (including labeling, etc.). Cause analysis description suggested after carefully questioning the patient about usage, it was learned that the patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose. The insulin pen had been replaced not long ago and was always stored properly, without being subjected to external impact or dropping, and there were no apparent issues during installation. Therefore, it was considered that the problem might have been related to product quality, but initially, the patient did not pay much attention to it. It was also reported according to the principle of reporting suspicion, if further attention was not given, it could potentially pose risks to human health and life safety. On an unknown date patient experienced discomfort after injecting insulin, which was alleviated after eating. After arriving at the hospital, fingertip blood testing showed that the patient's blood glucose levels were within the normal range. The patient complained that the insulin pen could not be precisely adjusted to the scale while twisting. Batch numbers: novopen 6: pvgec68-1; action taken to novopen 6 was not reported. The outcome for the event "hypoglycemic event(hypoglycemia)" was recovering/resolving. The outcome for the event "abnormal issues with the insulin pen(device issue)" was not reported. The outcome for the event "the patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose.(device connection loose)" was not reported. The outcome for the event "insulin pen had led to inaccurate injection dosages(incorrect dose administered by device)" was not reported. The outcome for the event "might have been related to product quality(poor quality device used)" was not reported. The outcome for the event "experienced discomfort after injecting insulin(injection site discomfort)" was not reported. The outcome for the event "overdose of insulin(drug overdose)" was not reported. The outcome for the event "cause analysis: product related (including labeling)(product label issue)" was not reported. Reporter's causality (novopen 6) - hypoglycemic event(hypoglycemia) : possible . Abnormal issues with the insulin pen(device issue) : possible . The patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose.(device connection loose) : possible insulin pen had led to inaccurate injection dosages(incorrect dose administered by device) : possible . Might have been related to product quality(poor quality device used) : unknown . Experienced discomfort after injecting insulin(injection site discomfort) : unknown . Overdose of insulin(drug overdose) : unknown. Cause analysis: product related (including labeling)(product label issue) : unknown company's causality (novopen 6) - hypoglycemic event(hypoglycemia) : possible, abnormal issues with the insulin pen(device issue) : possible , the patient had discovered resistance during turning while using the insulin pen half a month ago, and the connection seemed slightly loose.(device connection loose) : possible, insulin pen had led to inaccurate injection dosages(incorrect dose administered by device) : possible . Might have been related to product quality(poor quality device used) : possible, experienced discomfort after injecting insulin(injection site discomfort) : possible , overdose of insulin(drug overdose) : possible , cause analysis: product related (including labeling)(product label issue) : possible . References included: reference type: e2b authority number reference ID#: (B)(4) reference notes: nmpa (national medical products administration), chn.

Event description:
Case description: investigation result suspect: novopen 6, batch : pvgec68-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal. Since last submission the case have been updated accordingly: malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 25-sep-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Elderly age of the patient (78 years old) and underlying medical condition of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary suspect: novopen 6, batch : pvgec68-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal.